Event description:
It was reported that the pump was alarming. The pt experienced cessation of therapy, increased pain and reservoir volumes greater than expected. The pump was explanted and replaced. The pump contained dilaudid 20 mg/ml at a daily dose of 6.81 mg/day. The pt recovered without sequela.

Manufacturer narrative:
(See scanned page).